Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they used to go a whole day or longer before charging the implant when they got the implant but now they had to charge the implant after 12-13 hours. Patient confirmed that they hadn't had any recent falls/trauma recently. Patient then stated that the implant seemed to last for quite a long time after they first got the implant, but now the implant would only last 12- 13 hours before they would have to charge it again. Patient noted that they kept the settings the same and didn't change the settings. Agent reviewed with patient implant battery was dependent on the therapy settings and usage. The patient was redirected to their hcp to further address the issue.